Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had evidence of pacing inhibition on a surface rhythm strip. Troubleshooting was performed and loss of capture (loc) was suspected. The data was provided to boston scientific technical services (ts) for guidance. Ts noted that there was no evidence of any out-of-range measurements and no evidence of loc. Ts recommended obtaining an x-ray, additional postural based troubleshooting, consideration of holter monitoring and/or initiating magnet mode for patient initiate EKG storage. The patient was sent for an x-ray however the results were not provided to boston scientific. As of today the device remains in service. No adverse patient effects were reported.